Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -5.0/0.5/010 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a same size lens due to refractive surprise. The problem was resolved. Reportedly, "both times in horizontal position." Cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Device evaluation : lens was returned in a microcentrifuge vial, dry with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 "the lens was exchanged for a same size lens due to refractive surprise" should be corrected to "the lens was exchanged for a same size lens but different power due to refractive surprise". Claim#: (B)(4).